Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Device was monitored and tested with no off no power alert, low battery alert and failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed off no power alarm without prior low battery alarm. Customer also received the low battery and failed battery test alarm. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to replace the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.